Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) position due to helix was stuck in the septum and manual traction was required for removal with helix damaged occurring with six turns when using the rotation tool. This brady lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.